Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm and buttons were not responding. Customer's blood glucose was 13.0 mmol/l.. Insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the display window and a cracked reservoir tube lip.